Event description:
A malfunction on a pump was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. The customer did not experience any prior notable events and was assisted by technical support in resetting the pump, which resolved the malfunction code. The customer was instructed to continue using the pump and to report back if any malfunction code recurs.